Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) had flipped "about 4-5 times". It was stated that "everything was removed, repositioned, re-implanted deeper, and sewed up so that it wouldn¿t move" in 2011.